Manufacturer narrative:
On 17-sep-2024, the product investigation reopened to process the following corrections as it was determined that incorrect information was reported in the 3500a supplemental (follow-up) MDR # 4. The following statement was updated as the statement was incorrect: ¿the instruction for use of the device contain the following recommendations: monitor the catheter tip temperature throughout the procedure to ensure adequate irrigation; to remove any coagulum, if present, a sterile gauze pad dampened with sterile saline may be used to gently wipe the tip section clean. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy.¿ the correct statement is as follows: ¿the instruction for use of the device contain the following recommendations: monitor the catheter tip temperature throughout the procedure to ensure adequate irrigation; when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a qdot micro¿ catheter and a thrombus/charring issue occurred. The physician reported char on the tip of qdot catheter. The catheter was replaced and the procedure was completed. There were no patient consequences. On 25-jun-2024, additional information was received indicating that during the procedure, the maximum temperature was 63°c, the average one was 47°c; tha maximum impedance was 151 ohm, the minimum one was 107 ohm and the drop was 10 ohm; the maximum power was 91 watt and the average one was 81 watt. The patient was anticoagulated and the act was 360 and 320. Heperanized saline was used. There was no error message and the physician did not see any product problems but considered the char was excessive and posed a risk of stroke for the patient. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation and the evaluation has been completed. A visual inspection, temperature, impedance, and irrigation test of the returned device were performed in accordance with bwi procedures. Visual analysis revealed char in the tip area. Temperature and impedance test were performed, and no issues were observed. An irrigation test was performed, and the device was not flushing correctly due to the char observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The thrombus-clot and char issue reported by the customer was confirmed. The potential cause of the char could not be conclusively determined. The instruction for use of the device contain the following recommendations: monitor the catheter tip temperature throughout the procedure to ensure adequate irrigation; to remove any coagulum, if present, a sterile gauze pad dampened with sterile saline may be used to gently wipe the tip section clean. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Manufacturer narrative:
On(B)(6)2024, additional information was received confirming the patient didn¿t have stroke. The pump was reporting correctly. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 20-aug-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # :(B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a qdot micro¿ catheter and a thrombus/charring issue occurred. The physician reported char on the tip of qdot catheter. The catheter was replaced and the procedure was completed. There were no patient consequences. On 25-jun-2024, additional information was received indicating that during the procedure, the maximum temperature was 63°c, the average one was 47°c; tha maximum impedance was 151 ohm, the minimum one was 107 ohm and the drop was 10 ohm; the maximum power was 91 watt and the average one was 81 watt. The patient was anticoagulated and the act was 360 and 320. Heperanized saline was used. There was no error message and the physician did not see any product problems but considered the char was excessive and posed a risk of stroke for the patient. As such, the event is considered to be a reportable malfunction based on the additional information received.

Manufacturer narrative:
On 21-jul-2024, additional information was received confirming the pump was working and working properly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).